Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 500:320:654:0000 (key not working). This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This complaint is a duplicate complaint. The customer reported condition, failure code 500:320:654: 0000, will be addressed in manufacturer report number 6000001-2012-01592.